Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was attempted to be implanted. During partial re-deployment of the closure device as the sheath was moving back while the closure device was being unsheathed, the core wire detached from the closure device completely. The closure device was approximately 3/4 of the way out of the sheath. The physician applied forward pressure to move the core wire back to the face of the device, and the core wire was turned clockwise to successfully reattach the closure device. The closure device was then fully recaptured, and removed from the sheath and the patient. No patient complications were noted and the patient was discharged home the same day.